Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure, the patient became bradycardic and their pressures fell. The patient had ventricular tachycardia which was treated with anti-tachycardia pacing but kept recurring. The patient expired.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.